Event description:
Customer's father reported that customer passed away due to low blood glucose. Customer's father also stated that customer was wearing pump at time of death. No additional details were provided.